Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the above it is not possible to conclude an exact root cause for this event. However, a likely explanation could be that the physician rotated the (green) trigger wire more than 20 degrees during his attempt to deploy. This caused the wire to wedge between the handle and the white plastic part thereby locking the handle. This can not be confirmed as no product was returned. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the undergraft deployment was ok. The problem appeared when the surgeon tried to pull out the green trigger wire: it was stuck to the white plastic part (positioner). When they tried to pull the trigger wire, the trigger wire and the positioner retracted together. They had to use a forceps to detach the green trigger from the positioner. Patient outcome: the patient did not experience any adverse effects due to this occurrence.